Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported not being satisfied with his results and part of the gums are receding which were not before treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.